Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the nozzle was clogged with foreign material. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the air supply from the subject device was insufficient due to foreign material clogging the nozzle. The device was being reprocessed after having been received from the repair center and had not been in use with a patient just prior to this. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 5 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by the foreign material lodged in the nozzle. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.